Manufacturer narrative:
Insulin pump did not have a button error alarm and no button response due to corroded keypad traces. Insulin pump received with bleeding on lcd glass, cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The blood glucose reading was 67 mg/dl. Prior to the event, the patient stated that the buttons were pressed for a long period of time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.